Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on (B)(6) 2018 via merlin.net transmission. Review of the transmission showed that the patient received inappropriate antitachycardia pacing and high voltage shock for a supraventricular tachycardia from their implantable cardioverter defibrillator. The device was reprogrammed on (B)(6) 2018. The patient was fine after the programming changes.